Event description:
The customer reported that their central nursing station (cns) was intermittently showing communication loss and then the "tile" would go blank. The wave form is then restored and they can see patient data but the issue was intermittent. No patient harm was reported.

Manufacturer narrative:
Details of complaint: on (B)(6) 2021, the customer reported that the central nurse's station was intermittently showing communication loss and then the "tile" would go blank. Comm loss on bsm and cns has a risk of possible patient monitoring loss. During such an event, a corresponding message is displayed on the cns to alert clinicians of the issue. Additionally, the device has a built-in interbed feature where monitoring data and alarms can be displayed at another bedside device on the network. Service requested/performed: troubleshooting. Investigation summary: the reported device was not returned for evaluation. Nk tech support attempted to reboot the poe switch but the comm loss was still present. Cits remoted into the server and verified that they had a host server. Nk verified that the issue was isolated to the ed cns as comm loss was also occurring on the medsurg cns when monitoring the ed devices. Nk ts suspected that the issue was with the poe switch and recommended the customer replace it. The customer was unresponsive to further follow up attempts by nka. Root cause cannot be determined. As this issue has an overall risk score of low, a CAPA is not required per corrective action and preventive action process, sop07-003. Attempt # 1: (B)(6) 2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 2: (B)(6) 2021 emailed the customer via microsoft outlook for all the information : no reply was received. Attempt # 3: (B)(6) 2021 emailed the customer via microsoft outlook for all the information : no reply was received.

Manufacturer narrative:
The customer reported that their central nursing station (cns) was intermittently showing communication loss and then the "tile" would go blank. The wave form is then restored and they can see patient data but the issue was intermittent. No patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that their central nursing station (cns) was intermittently showing communication loss and then the "tile" would go blank. The wave form is then restored and they can see patient data but the issue was intermittent. No patient harm was reported.